Manufacturer narrative:
The complaint investigation for false reactive architect anti-hbs results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing of retained reagent kits of the complaint lot number. Trending review determined no related trend for the issue for the product. Return testing was not completed, as returns were not available. Specificity testing was performed using an in-house retained kit of lot 24593fn00, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect anti-hbs, lot number 24593fn00, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07c18, that has a similar product distributed in the us, list number 01l82.

Event description:
The customer observed (B)(6) alinity I anti-hbs results for one patient, who received the (B)(6) in 2019 and 2020. The following data was provided (B)(6).